Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) in the battery compartment issue. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/03/2016 with the following findings: during investigation, visible moisture was found in the battery compartment. The battery compartment was cracked above and below the grip pad. A leak test was performed and failed due to a crack in the battery compartment. The pump was opened to find no further moisture.